Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). No similar complaint type events were reported for units within the same lot. Lens was returned dry, in specimen cup. Visual inspection found a torn optic and haptic. (B)(4).

Event description:
The reporter indicated that when trying to implant a cc4204a, +23.5 diopter, intraocular lens the lens split in half when injecting it into the eye, half went in and half didnt. The incision was enlarged slightly to removed damaged lens and the backup lens was implanted with no further issues. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.